Manufacturer narrative:
Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number nor injection date were communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1d48, batch a1046 batch a1047 batch a1048, batch a2051, batch a2052, batch a2053, batch a2054 and batch a2055. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as #no conclusion possible#. Conclusion: no investigation possible. Additional information received on (B)(6) 2012 were processed together: ptc investigation result added. Sculptra treatment was given for 3 sessions. Added more details on nodules. Corrective treatment updated. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.

Event description:
Initial information for this serious unsolicited report (local reference number (B)(4)) was reported on (B)(6) 2012 by a physician with additional information received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) (B)(4). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) 3 sessions from (B)(6) 2010 to (B)(6) 2011 in the inferior third of the face. Half vial poly-l-lactic acid (batch number unknown) was used in each session and poly-l-lactic acid was diluted in bidistilled water with dilution: 0.6. In (B)(6) 2012, approximately 13 months after the last poly-l-lactic acid treatment, the pt experienced non-inflamed nodules at the injection site. It was reported in (B)(6) 2012, small number of nodules started to appear at the injection site and as time went, the number and the size of the nodules increased progressively. The physician stated that since (B)(6) 2012, the number of nodules have multiplied. Initially, the pt had 5 or 6 nodules, and at the time of the notification she had 20 nodules in each side of the face. The physician described the nodules as palpable and non-visible with size bigger than a lentil-sized. The lesions did not have inflammatory component and they were asymptomatic. No biopsy was performed and no surgical intervention was required. According to the physician, the case is very worrying. Given the number, the lesions require treatment. The physician injected saline solution in some lesions, sporadically and with partial results. The physician rejected to use intralesional corticosteroids due to the risk of adverse effects. The pt was also treated with indiba (radiofrequency) without noticing changes. No medical history was reported. The pt had no autoimmune disorder, no acute/chronic cutaneous disease, no recent hormonal change, no granulomatous disease and no pathological scarring. The pt received indiba other concomitant medications were provided. Corrective treatment: injected saline solution in some lesions, indiba (radiofrequency) treatment. Action taken: no applicable. Outcome: not recovered. Causal relationship as per reporter: suspect.